Event description:
According to the reporter, on (B)(6) 2017, intra- operatively in a laparoscopic cholecystectomy, during the insertion of the vesicle in the bag, the device bag was partially detached from the ring. They used another device to complete the case and resolve the problem. No injury was caused to the patient however, it was noted the patient extended his stayed in the hospital due to the event. The device is not expected to be returned for evaluation as it was lost by the customer.